Manufacturer narrative:
The returned implantable device was analyzed and passed mechanical and electrical tests and is functioning normally. There is no indication the device manufacturing process contributed to the reported complaint. The allegation of no known device problem was not confirmed. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this device was explanted due to unknown reasons. The right atrial (ra) and right ventricular (rv) leads were also explanted and returned to boston scientific. This device system remained in service for one year and at this time there is no evidence that it was replaced for another device system. Reasonable evidence suggests this device exhibited a malfunction. Attempts to obtain additional information were unsuccessful. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested to the representative. The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. (B)(4).

Event description:
It was reported that this device was explanted due to unknown reasons. The right atrial (ra) and right ventricular (rv) leads were also explanted and returned to boston scientific. This device system remained in service for one year and at this time there is no evidence that it was replaced for another device system. Reasonable evidence suggests this device exhibited a malfunction. No additional adverse patient effects were reported.